Event description:
A customer reported that ophthalmic forceps were poorly engaged during the vitrectomy surgery. The surgery was completed on the same day after replacing the product. Thee was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error as the event forceps were poorly engaged was about the grasping issue not against the closing/opening of ophthalmic forceps which does not meet the criteria of reporting. Hence, the reports will be submitted under the manufacturer reference number 3003398873-2024-00072. The manufacturer internal reference number is: (B)(4).